Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lesion. (B)(4).

Event description:
It was reported that a mixed race (caucasian & american indian) female patient who underwent a primary breast augmentation with a 460cc mentor smooth round high profile prosthesis (left) and a 500cc mentor smooth round high profile prosthesis (right) experienced suffered several unexplained systemic symptoms, including brain fog, memory loss, rash under breast (unknown side), odor between her breasts, a lesion on her left breast, left-sided biopsy indicated dermatitis and skin inflammation, bilateral deformed nipples (2019), left-sided breast deformity, chest pain, fatigue, muscle pain, joint pain, right-sided rippling, depression, panic disorder, unspecified phobias, blurred vision, and nipple sensitivity (unknown side). In addition, the patient experienced bilateral device migration and chest injury, and left-sided rupture. The patient stated that she can move her implants freely and suspects that the nipple deformity could be caused by the device migration. The patient also stated that she was assaulted by her ex-husband, involved in a car accident, and used to play softball. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. The patient is currently taking unspecified medications for brain fog and immune system. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2008 based on available information. This report is for the left-sided prosthesis.